Event description:
Additional information received from the hcp reported that there were no abnormal impedance measurements. New leads were placed in the gastric fundus and the patient had a good response after the revision. There was no patient injury.

Event description:
Additional information received stated that the reporter had not heard any feedback regarding the patient since the procedure, and believed that the repositioning of the leads had resolved the reported issue.

Event description:
It was reported that the patient had both of his leads surgically repositioned due to a poor response to the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135 serial# (B)(4), implanted: (B)(6), 2011 explanted: na, lead model 435135 serial# (B)(4), implanted: (B)(6), 2011 explanted: na.